Event description:
It was reported that this lead was explanted and replaced due to a non-specific product performance anomaly. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).